Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, high threshold and high number of short v-v intervals. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).